Event description:
It was reported that multiple episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed on a remote transmission. The device will be monitored. There were no adverse health consequences, the patient was stable.